Manufacturer narrative:
Clarification top e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.1ml of juvéderm® voluma¿ with lidocaine in the ck1. ¿at the moment the needle was inserted, the patient reported pain from the puncture.¿ the patient was pre-treated with ¿cleansing with micellar water,anesthetic cream, and cleansing with alcohol and chlorhexidine prior to the injection.¿ after the injection the patient was treated again with ¿cleansing with alcohol and decongestant mask.¿ the patient concomitantly takes levothyroxine. Five days post injections, the patient reported ¿itching, redness, edema, and discomfort at the injection site in the ck1 area on the left side.¿ the patient was treated with ¿antihistamines, topical corticosteroid and levocetirizine.¿ the following day, ¿during consultation, improvement of the edema and erythema was observed, with progression of the discomfort to the auricular pavilion.¿ the patient was treated with cefadroxil 500mg every 12 hours and an ultrasound reported local inflammatory process. The following 48 hours, ¿continued clinical improvement was observed and the patient reported discomfort at the auricular pavilion.¿ the patient then was treated with pregabalin 75mg due to suspected neuralgia. Two days later, the patient reported by phone ¿my eye is red, I had a hemorrhage and my ear hurts a lot.¿ the hcp additionally reported ¿probable vascular occlusion was considered and ruled out by ultrasound.¿ symptoms are ongoing.